Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the insertion tube. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a control cable right - left jumped out and was torn. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: switch 1 has a cut, plug unit has a scratch, due to twisting connecting tube, water tightness is lost, due to a cut on angle wire, bending section cannot be bent in left direction at all, objective lens has a chip, light guide lens has a crack, due to clogging of jet tube in control unit, water cannot be supplied and the universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.